Manufacturer narrative:
This report is submitted on july 13, 2021.

Event description:
Per the surgeon, the device was explanted on (B)(6) 2021, due to the electrode being found to have protruded from the silicone at insertion. The patient has been reimplanted with a new device.